Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule.

Event description:
Dexcom was made aware on 10/07/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with redness, inflammation, pustules, swelling, a big and hard bump, pimples, infection, and pustules, at the needle puncture site and under the entire patch area, which occurred 1 day after the sensor had been inserted in the arm. The patient´s brother called the family doctor for advice and the patient was given a prescription for cephalexin antibiotic 3times a day 500mg and the doctor also recommended putting magnoplasm magnesium sulfate. The reporter stated that they did not physically see the doctor, and that as the doctor is aware of the patient and his history, they were able to get the prescription over the phone. At the time of the report, it was stated that the infected area was now starting to dry. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.